Manufacturer narrative:
Batch review performed on 11 september 2017. Lot 1553831: (B)(4) items manufactured and released on 23 may 2016. No anomalies found related to the problem. To date, this is the third similar event reported on items of the same lot. On 13 september the r and d project manager performed a visual inspection of the retrieved item and commented as follows: the piece was analyzed: it was noticed that the locking terminal part was removed from the impaction plate, probably due to high torque during the unscrewing of the connection. The other components are without damages, except for the plastic coverage that was separated from the plate as the locking disc was removed. This type of discrepancy is continuously monitored.

Event description:
After the surgeon had completed impacting the cup, the screw from the impaction plate fell into the patient. The surgeon was able to recover the screw. There was no delay in surgery. The surgery was completed successfully. Instrumentation is available.